Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy pacemaker (crt-p) and leads were explanted. The device was being used outside the body connected to a temporary pacing lead until the infection cleared. Approximately two weeks later a leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported asa result of this event.